Manufacturer narrative:
No product was returned. Based on the images provided, there is evidence of battery expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
It was reported during setup prior to surgery that the battery pack had exploded. One battery is visibly damaged with black particles and battery acid contained within the packaging. There is no harm or delay reported. Due diligence is complete and there is no additional information available.